Event description:
The consumer reported using the product overnight on her leg. When the patch was removed, the consumer described a burn in area worn resulting in scarring. No further detail was provided.

Manufacturer narrative:
The consumer possibly used the product off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.